Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported the patient experienced overstimulation. Additionally, the patient felt increased right leg pain with stimulation on. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the leads were confirmed to have migrated and were subsequently repositioned. The issue resolved post-operatively.